Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main when nurse went to retrieve medication from 8w112 auxiliary 1 drawer 3.2, they witnessed and heard a snap and a clink and observed that a metal piece from the latching mechanism had sheared off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hardware had failed. A field service engineer (fse) found that drawer latch assembly plunger was damaged. Fse replaced the unit and tested on drawer 3¿2 issue was resolved. The system functioned as intended after the field service engineer repaired the device.